Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's software was reloaded to address the issue. The device's power management board was also replaced. The power management board was forwarded to the manufacturer's product investigation laboratory for further investigation. The power management board was found to have a faulty ferrite.